Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The date of event is unknown. The date entered is based on the customer's report of "summer 2021." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported receiving a 'lo' (readings less than 40 mg/dl) sensor message and was treated with honey per the sensor scan by wife. The customer experienced symptoms described as "semi-unconscious, fatigue, marriedness, and irritability." A reading of 650 mg/dl was obtained on what the customer believes to be a competitor brand meter, and was then treated with 10 doses in the belly by what the wife believe to be insulin. No additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is based on the customer's report of "summer 2021." The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the extended investigation was inadvertently omitted from h10 in the initial submission. H6-adverse event problem was updated to reflect investigation information.

Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported receiving a 'lo' (readings less than 40 mg/dl) sensor message and was treated with honey per the sensor scan by wife. The customer experienced symptoms described as "semi-unconscious, fatigue, marriedness, and irritability." A reading of 650 mg/dl was obtained on what the customer believes to be a competitor brand meter, and was then treated with 10 doses in the belly by what the wife believe to be insulin. No additional information was provided. There was no report of death or permanent impairment associated with this event.